Event description:
The customer stated a false positive total b-hcg result of 967.34 miu/ml was generated on the architect i2000sr analyzer. Controls were within range and the patient result was reported. The result was questioned by the physician and the sample was sent to another laboratory, yielding a negative result of <1.20 miu/ml (method not stated). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4); no known impact or consequence to patient (B)(4); false positive result. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service engineer performed system maintenance and identified serum residue on the reaction vessel load/unload diverter mechanism. The customer was trained to perform daily / weekly maintenance to avoid potential sample contamination. A review of ticket history for architect (B)(4) identified no additional reports of unresolved erratic/imprecise results. Associated architect labeling addresses sample handling/sample integrity, maintenance procedures and potential causes of erratic/imprecise results on the architect I system. No adverse or non-statistical trends were identified relative to erratic results on the architect i2000sr. A deficiency of the architect i2000sr was not identified.